Manufacturer narrative:
(B)(4).

Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2013-05553, 2134265-2013-07449. It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction and in-stent restenosis. In (B)(6) 2009, two 3.0x12mm promuse element stents were placed in the proximal left anterior descending artery (prox lad). In (B)(6) 2009, clinical status assessment identified the patient¿s qualifying condition as stable angina (ccs classification 1) and the patient was referred for cardiac catheterization. The target lesion was located in the proximal left circumflex (prox lcx) with 70% stenosis and was 8mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.0x12mm promus element stent, with 0 % residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient had a chest pain event. Coronary angiography revealed in-stent restenosis of two promuse element stents in the prox lad. In (B)(6)2013, the patient was hospitalized and underwent aortic valve replacement and coronary artery bypass graft (CABG) at left internal mammary artery (lima) to left anterior descending artery (lad) and saphenous vein graft (svg) to lcx. The event was resolved with residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
It was further reported that the site changed the event from myocardial infarction to unstable angina. In (B)(6) 2013, the patient also underwent CABG to 1st om branch.